Event description:
It was reporter that the surgeon inserted the aa4203tl silicone single piece lens and the lens tore as it was inserted. The surgeon cut the lens and removed it from the eye without any patient injury. Another same model lens was implanted.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Evaluation: results: visual inspection of the returned lens showed the lens was cut into three pieces and a piece of the lens had been torn off and was missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Claim# (B)(4).